Manufacturer narrative:
Combination product: yes.

Event description:
The orsiro mission drug-eluting stent system was selected for treatment. It was reported that stents struts were sticking out. Further information is requested.

Event description:
The orsiro mission drug-eluting stent system was selected for treatment. It was reported that stents struts were sticking out. Further information is requested.

Manufacturer narrative:
Combination product.: yes. The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation of the returned product confirmed that the stent is severely deformed at its distal end. Stent imprints on the exposed balloon surface indicate that the bent struts were initially crimped on the balloon. Outside of the deformed zone the crimped diameter of the stent complies with the specification. The balloon is well folded and shows no signs of inflation. However, contrast medium residue was observed in the balloon- and inflation lumen which is indicative for the application of negative pressure. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.